Event description:
Customer reported having unusually high device readings; however values were not provided (maybe in the 300s or 400s mg/dl). Customer stated taking too much insulin on a sliding scale and "bottomed out" five hours later. Spouse found pt unconscious. Spouse tested pt on other device and result = 24 mg/dl. Paramedics were called and treated pt with a "sugar IV". No controls used. A request was made for return product and replacement product sent.